Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: case description: assisted customer in cqi report viewer to view report logs. Failure device type: cqi reporter. Failure problem type: see case notes. Failure mode: see case notes. Case resolution: assisted customer in cqi report viewer to view report logs. Unable to see any reports from cqi reporter software, after date of 17feb2019. Remote session started in bomgar application. Interface the advanced settings for the facilityid location to their facility. Access and changed the date specified range ((B)(6) 2019, through (B)(6) 2019). Report information guardrail events did not populate for the date range of (B)(6) 2019, through (B)(6) 2019. Customer unsure as to this information being missing. I insisted customer to contact our server support team. To assist with any server processes they can use to try and retrieve concerns with report implementation. They will call-back to our infusion/hardware team if any further assistance is needed.